Manufacturer narrative:
Results: evaluation of the returned product revealed that the unit powers up, but there is no alarm tone when weight is taken off the sensor pad or when the sensor is disconnected from the alarm (fail safe). The nurse call function works, but no alarm sound. Visual findings noted the unit green over mold is cut, bulging in some areas, and has deep impression marks on it. (B)(4).

Event description:
Customer reported that the alarm is not working, but is not sure of the specific product issue. The date when the issue was discovered is unk. No pt incident or injury was reported.